Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone that there was stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent select button response due to flattened button dome switches. Device passed the self test and the displacement test. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection.